Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted without issue. Pass criteria was met and the post deployment effusion sweep showed no effusion. About 90 minutes post-procedure, the patient developed a significant effusion. A pericardial window procedure was performed by a surgeon and the pericardium was drained, and the effusion stopped. The fluoroscopy images of the sheath contrast shot (to fill the laa) and also the device deployment were reviewed and it is unknown how any type of perforation occurred. The patient is doing well and has since been discharged.